Event description:
It was reported that the 9800 system was in use when it was unplugged from the power outlet. The 9800 system would not boot up and had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.